Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and was hospitalized for the event on the same day. The treatment for the peritonitis was not reported. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapies were ongoing. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f05068, h13a24011, h13b22021, h13c27044, h13e17016. All release criteria were met prior to the release of these lots. Should additional relevant information become available, a follow-up will be submitted. (B)(4).